Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: plastic by-pass tube covering the collagen plug of the device did not fit / lock in the manta sheath valve. The device sheath exchanged to a new kit which worked with no issues (same batch number). Sheath exchange led to minor vascular complication managed conservatively. Requested information on the reported minor vascular complication caused by malfunctioning device, however, no information has been received.

Manufacturer narrative:
One 18f ce manta closure, one 18f ce sheath, and one 18f ce introducer were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on components. The 18f ce manta closure did not exhibit an engaged lever. The button valve within the 18f ce manta sheath exhibited damage and a tear. During functional testing, no resistance was noted when the bypass tube was advanced via the button valve of the sheath. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f ce manta was planned for closure in the right common femoral artery. Patient medical history includes severe aortic stenosis and acquired von willebrand disease requiring IV immunoglobulins prior to the initial procedure. Micro puncture and ultrasound guidance were utilized to achieve a medial positioned access. Arteriotomy was 9mm, no calcification or tortuosity present. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube met with resistance. The first 18f ce manta and sheath were removed, and a second 18f ce manta and sheath were placed on the guidewire. The manta sheath exchange led to a minor vascular complication managed conservatively. The safety and effectiveness of the manta device has not been established in patients with a bleeding disorder, including thrombocytopenia (< 100,000 platelet count), thrombasthenia, von willebrand disease, or anemia (hgb<10g/dl, hct<30). The manta device is contraindicated in the following: severe peripheral artery disease.